Manufacturer narrative:
Additional information: h3 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sideport detachment remains unknown.

Event description:
During device preparation, the sideport of the sheath detached. The procedure was completed with no adverse patient consequences.